Event description:
In preparation for a percutaneous coronary interventional procedure, a cypher stent was removed from its package. When the physician removed the device from the tray, he noted that the proximal ends of the stent were bent. The device was not used in a patient. The outer package had not appeared to be damaged.

Manufacturer narrative:
Please note that this device (lot no. I0405026) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis.